Event description:
It was reported that when the suture was cut at the end of the repair, the suture got released. The suture looked tight until the suture was cut with the suture cutter, then the suture came loose and the repair was lost. The peek implants were not retrieved. Another speedcinch was used and the same thing happened. The procedure was completed using another manufacturer's device.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Even though it was reported that the suture looked tight until the suture was cut with the suture cutter, no visual non-conformance was found on the evaluated suture cutter. The suture cutter was function tested and performed as required. Complainant event is most likely due to cutting the suture prior to fully tightening the knot until countersunk into the meniscal tissue, probing on the construct when the knot is not tied down and/or due to incorrect sliding knot. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.